Event description:
Information received a smith medical cadd-solis pump alarmed code 46440. No patient adverse events reported.

Manufacturer narrative:
Additional information was received by smiths medical on 31 oct, 2019. It was reported that the event was discovered during recertification renewal. No other issues occurred, and there was no patient involved. Device evaluation: one cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspected the pump and found no damaged or crack. Performed functional testing and the pump passed. The customer's stated problem was not be confirmed. During investigation the pump was inspected, and functional testing performed, and the pump passed. Also performed running in application model over the week and no other issue occur. Further investigation of the pump and unable to duplicate stated problem. However, the investigation recommended that the pump downstream occlusion sensor be replace as preventative measure. The investigation reported that the problem source of the reported problem was user interface.